Event description:
Reportedly, during the follow-up of (B)(6) 2013, the programmer use interface froze during sensing test. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.: however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.